Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after replacing the solid state drive (ssd) for another case, the application would not load. The screen was dark blue and there were no icons visible. There was no patient involvement. Troubleshooting was performed, the application was not installed, which was what caused the blue screen when logging into the navigation system. Installation of the application resolved the issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764r, h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.